Event description:
New information received indicates that device atrial fibrillation detection parameters were changed on merlin.net. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor had false atrial fibrillation episodes due to premature atrial beats. The patient condition was stable.